Manufacturer narrative:
Based on the current information provided, the cause and severity of the operative complication cannot be determined. The devices involved with this event have not been received for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log was completed and showed that there does not appear to be any errors in the logs associated with the monopolar curved scissors (mcs) instrument mentioned. A review of the system logs was also completed and no related system errors were observed. .

Event description:
It was reported that after completion of a da vinci-assisted single-port (sp) cholecystectomy and myomectomy procedure, the patient experienced a skin color change on about a third of the palm. The ski appeared tanned in appearance. The issue was observed when the patient was already in the recovery room. The cholecystectomy had been performed first and the myomectomy second, using the da vinci sp system and third-party covidien force triad electrosurgical unit (esu) generator, with specific mention of the sp monopolar curved scissors instrument and a third-party covidien neutral grounding pad. The cholecystectomy was performed in supine table position while the myomectomy was performed in lithotomy, having changed positions in-between procedures. The patient¿s hands and arms were positioned at patient¿s side, secured with surgical towels. The procedures were completed robotically. It is unknown whether medical intervention was administered. The patient has been discharged from hospital with a follow-up visit to be scheduled. The hospital has refused to provide images due to patient privacy. Per the site, a cause for the issue has been difficult to ascertain and not been found.